Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 20mm amplatzer amulet was chosen for implant using 12f amplatzer torqvue delivery system. The device was positioned in laa using the delivery system. Before releasing the device, the physician reported the presence of a thrombus on the delivery cable. After administering additional heparin and placing a filter (sentinel), a rapid check of the implant was performed and the device was released using the penumbra system for thrombus aspiration through negative pressure. No adverse effects on the patient¿s condition were reported.